Event description:
While troubleshooting for a check heater line alarm, a technical service representative (tsr) discovered that a registered nurse (rn) instructed a care giver (cg) to disconnect the heater bag and reconnect a new bag. The home patient (hp) was connected and the other supplies were not changed upon reconnection with the new heater bag. The tsr explained proper procedures to the cg and instructed the cg to restart therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver (cg) reported that a new heater bag was connected to the original cassette after a check heater line alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.